Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: comp-(B)(4).

Event description:
Dr. Stephen mallow reported that a silent nite appliance has broken. Reportedly the patient broke the anchors of the device due to severe bruxism. No injury was reported.